Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose, high blood glucose level on (B)(6) 2021 with blood glucose level was 50 mg/dl, 590 mg/dl. Customer was treated with intravenous insulin for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump was under delivering and they performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.